Manufacturer narrative:
Section a1 patient identifier, does not contain enough characters, the full identifier is (B)(6). Section a patient information, no additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false depressed sodium when processing on architect c16000 processing module. On (B)(6) 2025, sid (B)(6), first run 110 mmol/l, rerun twice: 137 and 138 mmol/l. Customer reference range is 130-140 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Troubleshooting performed by abbott service included replacement of the sample probe (01g48-04) which resolved the issue. Issue resolution was verified with a passing qc run. No additional discrepant result issues have been reported since the part was replaced. The service history of the architect c16000 processing module sn (B)(6) returned no additional tickets for discrepant/erratic patient results. A review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any nonconformances or deviations for the architect c16000 system or sample probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified.

Event description:
The customer observed false depressed sodium when processing on architect c16000 processing module. On (B)(6) 2025, sid (B)(6), first run 110 mmol/l, rerun twice: 137 and 138 mmol/l. Customer reference range is 130-140 mmol/l. No impact to patient management was reported.